Event description:
It was reported that during a CABG, an error was displayed and it was found that the blade was broken off. The error code was unknown. The broken piece fell into a drape and it was found in a drape. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was broken off and the piece returned. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.